Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that a cardiovascular pack (finished good 87-4712) contained a #20 stainless steel blade (raw material (B)(4)) in which the plastic cover had a missing piece. The blade is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was submitted to (B)(4). A response has not been received at this time. The end user supplied deroyal with a photograph of the reported issue. However, a sample for evaluation was not returned. The photograph of the reported failure was forwarded to (B)(4) for review. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
Plastic protective cover of the #20 steel blade was found to have a small piece of ti missing. Plastic is clear and it is unknown if it was retained in patient or a manufacturing problem. What was the original intended procedure? CABG. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Root cause: the blade is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) and a photograph of the reported issue were forwarded to (B)(4). In its response, (B)(4) stated the photograph confirmed a short condition. The most probable root cause for the short is a material issue. The short is observed at the tip of the protective shield, which is the end of the fill location during the molding process. A short shot is the incomplete filling of a mold cavity, which results in the production of an incomplete part. Corrective action: in its scar response, (B)(4) stated its supplier was notified of the customer complaint. Assembly and packaging personnel were made aware of the complaint defect. Additionally, a new molding supplier has been identified for the material. Investigation summary: an internal complaint ((B)(4)) was received indicating that a cardiovascular pack (finished good (B)(4)) contained a #20 stainless steel blade ((B)(4)) in which the plastic cover had a missing piece. The blade is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was submitted to (B)(4). A response was accepted august 3, 2016. The end user supplied deroyal with a photograph of the reported issue. However, a sample for evaluation was not returned. The photograph of the reported failure was forwarded to (B)(4) for review. On august 3, 2016, the actual sample was received. This was forwarded to (B)(4). The work order for the reported finished good lot was reviewed for discrepancies that may have contributed to the reported event. None were identified. The (B)(4) material lot number for the blade contained within the finished good was identified as (B)(4). (B)(4) material (B)(4) is contained within individual packaging from (B)(4). In its scar response,(B)(4) states, "manufacturing lot 084850 used two batches of protective shield (B)(4) (pn: 8006437). Incoming inspection sampling review revealed no materials issues that could have contributed to this incident. Defective parts condition incident are monitoring during quality data analysis and trending." Preventive action: a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
Plastic protective cover of the #20 steel blade was found to have a small piece of it missing. Plastic is clear and it is unknown if it was retained in patient or a manufacturing problem. What was the original intended procedure? CABG. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).